Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip or staples jammed. There was no reported patient injury.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box lot # 73j1600729 was manufactured on 10/03/2016 a total of (B)(4) pieces. Lot was released on 10/06/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that no more staples were remaining in the cartridge. The sample was disassembled and it was found that the saddle spring was no longer connected to the pusher, but it could not be determined when the disconnection occurred. No other abnormalities were observed. Reference file pic_anp1900059581 for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the complaint could not be confirmed since no staples were remaining in the device. Other remarks: the reported complaint of "clips jammed" could not be confirmed based upon the sample received. The stapler was returned with no staples remaining in the device. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
It was reported that the clip or staples jammed. There was no reported patient injury.